Event description:
The consumer states that she thinks there is a short in the scooter somewhere because everytime she wants to use the scooter they have to remove the battery, slam it back down, and then the scooter will move.